Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported) and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).